Event description:
Patient reported "pain, visibility/palpability, granuloma, capsular contracture baker grade iii, crease folding and edema." Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii, granuloma.

Event description:
Patient reported "pain, visibility/palpability, granuloma, capsular contracture baker grade iii, crease folding and edema." Device has been explanted.

Manufacturer narrative:
Photographic device evaluation: visual analysis of the photographs identified lot number 2196204 and white particles. Unable to confirm if all shell was received. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reported "pain, visibility/palpability, granuloma, capsular contracture baker grade iii, crease folding and edema." Device has been explanted.